Event description:
"On (B)(6) 2013 the ssu representative at (B)(6) in the (B)(6) reported that the shunt valves on both sides of the hcu 30 serial number (B)(4) overheated to the point of melting both themselves and the foam tank insulation. (B)(4)."

Manufacturer narrative:
"(B)(4). The device was not returned to the manufacturer and hence no evaluation was performed. (B)(4)."